Event description:
Additional information was received from the patient. They reported that the patient prefers low frequency stimulation programming and insists on using adaptive stim while frequently manually changing their intensity. Manufacturer representative (rep) attempted to explain that there is a difference between the intensity changes in adaptive stim and positional changes they may feel that are separate and unaffected by the adaptive stim settings because they often confuse the two. Rep has since met with the patient to adjust their adaptive stim settings and try to point out the difference in slight positional changes and the automatic intensity changes from the adaptive stim feature. The issue has resolved. The patient has not had further complaints of this nature.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient stated he is reading about their device recall on the FDA site and the site have his model and serial number. Patient reported they are having problems with the stimulator since implant. Patient reported he was walking the other day and stimulator cut off and he went down on his knees, elbows, and face and he had extreme leg and back pain because stimulator is not working. Patient services specialist asked clarifying questions and patient said he is not sure what is going on with his stimulator. Patient service asked patient if he received a letter from the manufacturer and he said he did not receive the letter and he is still waiting for a call back from a representative. Patient mentioned he is on blood thinners and he fell a couple days ago and his arm got caught on the railing and gushing blood and he has to get a band aid. Patient said he has been trying to figure out what he can do with the device. Patient reported the device keeps cutting off on him when it is supposed to be on. During the day he has a setting that is comfortable for him and it doesn't feel like a 6 but at night he have to lower the setting down to where it is comfortable and he can't sleep without the stimulation on. Patient asked why the device is causing so many problems for 1. 5 years.  The representative said the battery is good for 5 years , then he was told the ins was good for 3 years, then a year and half, then 9 months. Patient stated he had to turn stim off on his left side because he was getting zapped and high stimulation like full throttle when he was laying on his right side. Patient reported since getting the new lead replacement he does not have adaptive stim and he like to get adaptive stim on and he has falling couple days ago. Patient stated he thinks the ins is malfunctioning because he have problems with the ins since it was implanted. Ps reviewed the meaning of the recall and information on the letter. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue and patient said the hcp does not have anything to do with the ins.

Manufacturer narrative:
Continuation of d10: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.